Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient was receiving a bed bath with mother and pct when port line (3/4" 20g) broke right above hub. Pt. Mother clamped line immediately and pct called rn. Mivf d5ns with 20k was running at the time. Her port had to be de-accessed and re-accessed. She would have most likely not have had to be re-accessed during this admission since discharge is planned prior to needle needing to be replaced."